Event description:
The emergency crash cart latch is malfunctioning. During the case of an emergency and the latch is activated, it gets stuck and does not unlock the top drawer where the life saving medications are stored.